Event description:
Customer called to report getting a no delivery alarm. During troubleshooting the customer stated that the second o-ring on the reservoir was a little bent. According to the customer the reservoir was cycled as instructed but it may have been pulled too far.